Event description:
The threads on the impactor are worn out during impaction and cannot thread into a cup. Weld is also broken. No harm to pt. No delay in the surgical procedure.

Manufacturer narrative:
A review of the returned instrument confirms that the threads are damaged at very tip (burrs present and dents present). In addition, the weld between shaft and tip has cracked.